Event description:
This case was initially received via regulatory authority ansm ((B)(4)). This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal"), angioedema ("quincke's edema") and urinary tract infection ("recurrent urinary tract infections") in a female patient who had essure (batch no. D31443) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), abdominal pain ("significant pain in the belly"), angioedema (seriousness criterion medically significant), anosmia ("loss of smell from one day to the next"), fatigue ("constant fatigue even with taking vitamins"), depression ("several episodes of depression (3 in one year)"), urticaria ("urticaria crisis"), amnesia ("loss of memory"), disturbance in attention ("significant problems of concentration"), vertigo ("vertigos"), pain ("pain at different places of the body"), tendonitis ("tendinitis"), arthralgia ("permanent left knee pain for one year"), abdominal distension ("permanent swollen belly"), dyspnoea ("breathlessness when going up the stairs"), urinary tract infection (seriousness criterion medically significant), restless legs syndrome ("restless legs in the nights") and anxiety ("anxiety crisis"). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and arthralgia had resolved and the angioedema, anosmia, fatigue, depression, urticaria, amnesia, disturbance in attention, vertigo, pain, tendonitis, abdominal distension, dyspnoea, urinary tract infection, restless legs syndrome and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, amnesia, angioedema, anosmia, anxiety, arthralgia, depression, disturbance in attention, dyspnoea, fatigue, medical device removal, pain, restless legs syndrome, tendonitis, urinary tract infection, urticaria and vertigo with essure. The reporter commented: the first days after the placement, the patient experienced significant pain in the belly that resolved.~ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-oct-2017: after internal review, assessment for angioedema was amended. On 10-oct-2017: quality-safety evaluation of ptc the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 11-oct-2017 for the meddra preferred term: medical device removal: the analysis in the global safety database revealed 740 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.